Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, cervicitis, uterine leiomyoma and pelvic adhesions. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), arthralgia ("joint pain"), autoimmune disorder ("autoimmune related problems") and cyst ("cyst"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy left oophorectomy, lysis of adhesions) and cyst removal. Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, inflammation, arthralgia, autoimmune disorder and cyst outcome was unknown. The reporter considered arthralgia, autoimmune disorder, cyst, inflammation and pelvic pain to be related to essure. The reporter commented: bilateral fallopian tubes- portion of swelling noted bilateral near the cornua. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2021: mr received, reporter information, patient middle name, dob, medical history, rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), arthralgia ("joint pain"), autoimmune disorder ("autoimmune related problems") and cyst ("cyst"). The patient was treated with surgery (surgery to remove device) and cyst removal. Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, inflammation, arthralgia, autoimmune disorder and cyst outcome was unknown. The reporter considered arthralgia, autoimmune disorder, cyst, inflammation and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.